Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat her sui and pelvic relaxation on (B)(6) 2012 and mesh was implanted. It was also reported that the patient experienced pain, bleeding, dyspareunia, difficulty voiding, incontinence, erosion of internal tissues, recurring infections, pelvic tissue scarring, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with implantation of biodesign mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, hematoma, urgency, and nocturia.